Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced an ischemic stroke.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the patient's ischemic stroke could not be determined as (B)(4) was not available for evaluation. A review of the device history record revealed that the device met [or did not meet] applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the stroke was perioperative. The patient woke up with it.